Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. Lesion 1 was located in the 1st diagonal. The lesion was 80% in-stent restenosed, 2.5mm in diameter and 6mm long. The lesion was treated with predilation and placement of a 2.5x24mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending (lad). The lesion was 90% in-stent restenosed, 2.9mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 2.75x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Per source, both stent were overlapping. In (B)(6) 2012, the patient presented with recurrent chest pain and cardiac catheterization was recommended. The 80% instent restenosis of the lad was treated with direct placement of a 2.5x12mm ion drug eluting stent. Residual stenosis was 0%. The event was considered resolved without residual effect and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).